Event description:
It was reported that the pod was worn between 5 and 24 hours. The patient stated the pod did not give insulin and was leaking at the pod site, although the cannula was placed correctly. The patient woke up to the smell of insulin and felt the surroundings of the pod were wet. On (B)(6) 2025, the patient went to the emergency room (ER) by ambulance due to high ketones. The patient¿s blood glucose level and symptoms related to the event were not provided. While at the ER, the patient received treatment for high ketones and was discharged on (B)(6) 2025. The pod was removed from their abdomen, and a new pod was placed after the treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria.